Manufacturer narrative:
The pipeline braid was returned for evaluation without the pipeline flex pushwire. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with both ends having slight fraying, and the middle section having no damages. No other anomalies were observed. Based on the analysis findings the clinical observation could not be confirmed. The pipeline flex pushwire was not returned for evaluation; therefore any contributing factors from the pipeline flex pushwire could not be assessed. We are unable to definitively determine the cause for the reported experience as the returned pipeline braid was observed to be fully open. The possible cause of the device not opening could be a combination of damaged braid, patient anatomy (the bend), and physician technique. The damage to the braid on the end of the pipeline is possibly the result of the physician resheathing the device more than recommended two times. Per our instructions for use (IFU): the user should begin to deliver the pipeline" flex embolization device using a combination of unsheathing the pipeline" flex embolization device and pushing the delivery wire simultaneously. After the distal end of the pipeline" flex embolization device has successfully expanded, deploy the remainder of the pipeline" flex embolization device by pushing the delivery wire and/or unsheathing the pipeline" flex embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate the expansion of the pipeline" flex embolization device. Resheathing the pipeline" flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. If the device is not fully apposed or is kinked, consider using a balloon catheter, micro catheter, or guide-wire to fully open it. All devices are 100% inspected for damage and irregularities during the manufacturing process. Mdrs related to this report. 2029214-2016-01026 2029214-2016-01027 2029214-2016-01028 2029214-2016-01029. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during treatment of an aneurysm located in the left internal carotid artery (ica), three devices were lazy to open and a fourth device had some narrowing. It was reported that the middle section of the first device (ped-500-30; lot a120624) failed to open as the proximal section was positioned in a bend. Less than 50% of the device was deployed when it failed to open. The device was resheathed more than 2 times and removed from the patient, with the microcatheter. A second pipeline (ped-500-30; lot a120624) was attempted and the distal section failed to open as the pipeline middle section was positioned in a bend. Less than 50 % of this device was deployed when it failed to open. The device was resheathed more than 2 times and withdrawn with the microcatheter. A third device was attempted, this device (ped-475-30; a066386) middle section did not open as the middle section was positioned in a bend. Less than 50 % of this device was deployed when it failed to open. The device was resheathed more than two times and removed from the patient with the microcatheter. A new microcatheter was used in two of the three deliveries. Eventually the fourth device (ped-475-30; lot number unknown) was successfully implanted; however, the device did show some narrowing at the distal third of the device. Approximately an hour after the implant the patient was experienced stroke like symptoms and was brought back to the lab for diagnostic angiogram. The angiogram revealed complete ica occlusion from the bifurcation of the external ica to the m1 m2 segments. Device was apposed distal and proximal. Mid section was slightly narrowed (not flow restrictive). Some contrast stagnation was obvious. The aneurysm was unruptured and saccular. The max diameter was 10 mm and the neck diameter was 6 mm. The distal landing zone was unknown, and the proximal landing zone was 4.8 mm. The patient had moderate vessel tortuosity. Dapt was administered, and pru level was noted as therapeutic.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.